Manufacturer narrative:
The pump passed the functional testing, including the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery alarm tests. No excessive no delivery alarms were noted. All operating currents were within specification. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, cracked battery tube threads and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that they think that the insulin pump was not working. The customer's mother reported that they programmed bolus but the blood glucose was not coming down. The customer's blood glucose was 500 mg/dl at the time of incident. The customer's blood glucose was 521 mg/dl at the time of call. The customer's mother stated that they treated the high blood glucose with the insulin pump. The customer's mother stated that the drive support cap appeared normal. The customer's mother called back. The customer's mother performed high pressure test and insulin pump passed. The customer's mother stated that they treated the high blood glucose with manual injections and went down to 300 mg/dl. The customer's blood glucose was 209 mg/dl at the time of call back. The insulin pump will be returned for analysis.